Event description:
Received a report from a consumer indicating during a medical examination in march 2003, the physician removed part of a tampon pledget. Customer did not know how long they said piece was inside.